Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a device was programmed incorrectly which lead to an under infusion. There was no report of patient harm. The customer stated this was a known user error. The facility would like to know what settings were programmed. The customer requested in addition to the findings, they be provided with a report of the key presses for a few hours before to a few hours after (B)(6) 2018.

Manufacturer narrative:
Pca tubing;pri tubing; td (B)(6) 2018 correction: additional info: the customer¿s report of incorrect programming resulting in an under infusion was not confirmed. The pcu event log shows that the pump module was programmed to infuse (drugid 100) at a rate of 100ml/hr with a vtbi of 800ml at 4:24 am on (B)(6) 2018. At 4:25 am, the user changed the vtbi to 600ml. At 10:25 am, the primary infusion completed and the device transitioned to kvo at the kvo rate of 5ml/hr. The user then changed the vtbi to 999ml and started the infusion. At 11:37 am, the user changed the rate to 75ml/hr. At 11:08 pm, the user changed the vtbi to 50ml. At 11:48 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 5ml/hr. At 11:53 pm, the user channeled the device off. Between 12:03 am and 12:04 am on (B)(6) 2018, the device alarmed for flo stop open for a total of 19 seconds. At 12:05 am, the user programmed a basic infusion to run at 75ml/hr with a vtbi of 999ml. The infusion ran until 1:40 pm when the device went into kvo. The volume recorded as being infused during this period was 2620.7ml. Functional testing showed no anomalies. The root cause of the customer¿s report was not identified. The intended programming parameters were not provided.

Event description:
The customer reported a device was programmed incorrectly which lead to an under infusion. There was no report of patient harm. The customer stated this was a known user error. The facility would like to know what settings were programmed. The customer requested in addition to the findings, they be provided with a report of the key presses for a few hours before to a few hours after (B)(6) 2018.